Manufacturer narrative:
There is more information on the device. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is possible that the user used the device in a dusty environment, which resulted in the accumulation of dust in the gpu fan and the inability of the gpu fan to rotate. E116 error is an error that occurs when cpu/gpu fan is not responding, and when the gpu-fan failure was detected and e116 error occurred.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. The gpu fan was not running and dust had collected in the gpu. A loaner device was issued to the customer while the complaint device was cleaned and repaired. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
It was reported that the visera 4k uhd camera control unit malfunctioned and displayed the error code e116 during a procedure. It was further reported the device displays the error code consistently whenever the camera head is inserted. Per the customer, the interval varies but the message will appear if the unit is on the home screen and the touch screen is left alone. As reported, there was no consequence or impact to patient care due to this event.